Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in experienced tubing clamp defective/deformed. Product defect was noted during use. The following information was provided by the initial reporter: a clamp was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in experienced tubing clamp defective/deformed. Product defect was noted during use. The following information was provided by the initial reporter: a clamp was damaged.